Event description:
It was reported that the patient was seen by the clinic a year ago and battery voltage was 2.63v. Today, the clinician was not able to elicit any magnet response and unable to interrogate device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).